Event description:
During manipulation of the bowel during a laparoscopic nephrectomy one of the jaws of the grasper snapped near the sheath (intraoperatively). According to the surgeon, there was no excessive torquing or pressure applied to the instrument. Surgeon was able to retrieve the broken jaw from inside the patient without incident.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The product in question was unable to be evlatuated. However, going back to july of 2019, we have sold (B)(4) of the 33310c bowel graspers. During this time there were 18 complaints filed for damaged/broken jaws or tips. This is a 0.37% failure rate. This is not a trending issue. The event is filed under internal karl storz complaint ID: (B)(4).